Event description:
Patient began moving both arms and legs during the dti scan. The scan was aborted and an additional sedation bolus delivered. The protocol was completed and the dwi ran at the end. The scan was then successfully completed without additional incident. Diagnosis or reason for use: r/o brain tumor. Event abated after use stopped: yes.